Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 11-jan-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-15, information was received from a manufacturer representative (rep) regarding a patient receiving gablofen (2,000 mcg/ ml, 194.7 mcg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2019, the patient was scheduled for pump replacement and at the time of the replacement, the catheter could not be aspirated and there was no cerebrospinal fluid (csf) flow (also reported as "not effectively working"). The catheter was tied off and remained inactive in the patient. A new 8780 asceneda catheter was implanted and connected to the new 40 cc pump. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of this report. The patient's status was alive; no injury. On 2019-apr-24, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). Information received reported the pump was nearing early replacement indicator (eri) with 17 months remaining. At the time of the catheter revision/replacement, the hcp wanted to replace the entire system.